Event description:
The customer reported that the alarm has power yet does not sound when the pull cord magnet is detached from the alarm. The customer reported they replaced the batteries with new ones and an attempt was made to raise the volume but the results remain the same. No visible damage to the outside of the alarm reported. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product found that the alarm has power but does not sound when the magnet is removed. There was no visual damage to the alarm found. (B)(4).